Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while spinal anesthesia was done and the foley catheter was being inserted, the operating table suddenly collapsed. The leg part of the table went down & patient went from flat supine to reversed trendelenburg. Multiple attempts have been made to obtain additional information, but no new information was received. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported procare report: please see repair needed at queen elizabeth hospital london. Please see as this table collapsed while a patient was on it. Update from customer - "thank you for your email. We have been reported by the theatre nurse that while spinal anaesthesia done & foley catheter was being inserted, the operating table suddenly collapsed. The leg part of the table went down & patient went from flat supine to reversed trendelenburg." There were three communication attempts made to stryker raqa great britain to understand the repair and the information on the occurrence of the event. No additional information was received. A review of the device history was completed. According to the manufacturing DHR, the table was manufactured on 31 aug 2022 and met quality specifications prior to shipment. This failure mode has not exceeded any threshold and will continue to be monitored.

Event description:
It was reported that while spinal anesthesia was done and the foley catheter was being inserted, the operating table suddenly collapsed. The leg part of the table went down & patient went from flat supine to reversed trendelenburg. Multiple attempts have been made to obtain additional information, but no new information was received. There were no reported injuries or adverse consequences.